Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) and dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they had magnetic resonance imaging (MRI) yesterday and the pump went into a motor stall. The patient mentioned they were told to call and let medtronic know about the pump not recovering for over hour. The patient service specialist reviewed MRI labeling and recommended patient follow up with managing healthcare provider to have the pump checked after mris however, the patient stated that their hcp retired.